Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was no intrinsic ventricular sensing despite the pulse generator exhibited ninety-nine percent ventricular sensing.